Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion. The customer experienced a blood glucose (bg) level over 600mg/dl and dangerous levels of ketones. Bg level was addressed by delivering a correction bolus via the pump and administering a manual injection.